Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During testing the device was found to function as specified with no alarm problems. The internal examination of the device showed no damage to the alarm speaker. The reported issue was not confirmed during testing.

Event description:
It was reported the device gave a "primary audible alarm background" message. No patient involvement.

Event description:
Information was received indicating that a smiths medical medfusion pump's battery was at 98% connected on ac, the cycles showed 12. The last error/alarm was "primary audible alarm background test". This issue occurred in a biomed lab and there was no patient involvement.